Event description:
It was reported that the tip of a lead was curved. The reporter stated that the doctor removed the guide wire from the lead, to see if the problem was with the wire and the lead was okay, but the doctor realized that the lead had the problem. A new lead was used instead. There was no injury to the patient.

Manufacturer narrative:
Analysis of the lead model 3389s-40, lot v937755 found the distal end of the lead was bent, new out-of-the-box. Continuity was acceptable. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).